Event description:
It was reported that pump displayed continuous glucose monitor error 42 while used with g7 sensor and error persisted even after complete pump reset guided by technical support. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump under warranty, was instructed to place existing pump in storage mode and return it using prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.